Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 10:45 am, the patient obtained the blood glucose readings of 402 mg/dl, 380 mg/dl and 412 mg/dl on the reported meter, and a reading of 250 mg/dl on an hcp meter at 10:50 am. The patient took no actions based on these readings. The patient manages his diabetes with insulin pump therapy. Two hours afterwards, the patient experienced the symptoms of shakiness, lightheadedness and fatigue. The patient administered self-treatment by consuming food and/or a drink; he did not seek any emergency medical attention. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient's meter and test strips were returned to lifescan for evaluation. The patient's test strips and meter were investigated and passed testing with no problems found. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing on february (B)(4) 2013, with no faults found; the patient's complaint could not be reproduced. The test strips were also tested on (B)(4) 2013 and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. Dob: not provided. Gender: not provided. Weight: not provided.